Event description:
The customer reported that the system displayed constant communication failure error messages which required a reboot to clear. This error message was causing the system to lock up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface board was replaced. The system was then found to be operating as intended.